Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor readings of 48 mg/dl compared to results of 311 mg/dl from a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms of "ringing in the ear due to thirst" and self-treated with an insulin (type/dose unspecified) injection. The customer had contact with a healthcare professional (hcp) who took a blood glucose reading of 311 mg/dl on an hcp meter and the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. A sensor result of 48 mg/dl and 48 mg/dl was compared to a healthcare professional meter reading of 311 mg/dl and 299 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.